Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): 3 patients got an endophthalmitis within treatment with lucentis. All three patients were injected on (B)(6), with the time to onset of endophthalmitis (B)(6) for one patient and (B)(6) for two patients. It is currently stated that 12 patients received lucentis injections in the (B)(6), with 3/12 experiencing the event. Reference MFR report 9610825-2014-00028.